Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found the cell-dyn ruby analyzer power supply assembly (part 8934104701) was the source of the smoke. Burnt lint was found inside and outside of the power supply. The smoke from the analyzer was limited to this part and did not spread to other parts of the equipment. The power supply (power supply, spec, lambda, custom, cdruby part 8934104701) was replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, investigation of the returned power supply, and a review of labeling. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The returned power supply was found to be inoperative. Burnt lint was found inside and outside the part. The probable cause of the smoke may be related to the excessive lint found inside the unit. Filters on the fan may not have been cleaned properly during maintenance, contributing to the buildup of lint within the unit. Lint accumulated inside the unit may limit the fan air flow capacity to remove heat from the unit. Based on all available information and abbott diagnostics complaint investigation for the cell-dyn ruby analyzer, no systemic issue and no product deficiency was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the back of the cell-dyn ruby analyzer and also observed a burning odor while the analyzer was turned on but was not being used. Then the laboratory circuit breaker blew. The circuit breaker could not be restored until the analyzer was turned off. No fire or injury were reported.